Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #) found that it was normal end of life and that there was no telemetry and no output. Analysis of the extension (serial#) found that the proximal end was stretched. The extension length was 3.7 cm from the edge of the molded rubber to the cut end. (B)(4).

Manufacturer narrative:
Product ID neu_ins_stimulator, product type implantable neurostimulator; product ID neu_ins_stimulator, product type implantable neurostimulator; product ID 7495-40, serial # (B)(4), product type extension.

Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect due to connector extension fracture and no telemetry was possible. An intervention was planned and there were no patient symptoms/injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.